Event description:
It is reported that during tfn with short nail procedure the surgeon attempted to insert the helical blade but it would not advance. The blade and wire were removed and nail explanted and inspected for defects. Nail was then re-implanted and a second attempt to insert the blade also failed. It is reported the surgeon then wiggled the blade until it finally advanced. Procedure was completed with no further problem and no harm to patient. Procedure was prolonged for approximately 5 minutes. Consultant suspects the issue is within the aiming arm/insertion handle construct, but cannot pinpoint which part within the construct is the root cause of the problem. Surgeon did use the aiming arm for both attempts to insert the helical blade. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing site address is unknown. Placeholder.